Event description:
During implantation only 7 electrode channels could be inserted into the cochlea due to an unsuspected cochlear malformation. The extra-cochlear electrode channels were deactivated. In (B)(6) 2014, in situ measurements revealed channels 1 and 2 to have high impedance and were deactivated at that time leaving him with a 5 channel map. Measurements has remained stable since but the patient has made very poor progress. With his cochlear implant and hearing aid, he has speech recognition but demonstrates no recognition with ci alone. The clinic is considering a re-implantation.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
(B)(4). Based on information received with the patient report, the patient did not have enough benefit with the device. Only seven channels could be inserted at initial surgery due to an unsuspected cochlea malformation. Device investigation showed damages to the active electrode likely caused by minute device mobility, which also contributed to the poor performance with the device. This is a final report.

Event description:
During implantation only 7 electrode channels could be inserted into the cochlea due to an unsuspected cochlear malformation. The extra-cochlea electrode channels were deactivated. In (B)(6) 2014, in-situ measurements revealed channels 1 and 2 to have high impedance and were deactivated at that time, leaving him with a 5 channel map. Measurements have remained stable since but the patient has made very poor progress. With his cochlear implant and hearing aid, he has speech recognition but demonstrates no such recognition with the cochlear implant alone.